Manufacturer narrative:
Per lumenis mfg facility, the dual mode xj scanner co2 was not returned to lumenis by the end user for eval. No conclusion can be drawn regarding root cause, and further investigation.